Event description:
The customer stated that the insulin pump alarmed motor error. The reported blood glucose reading was 115 mg/dl. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Manufacturer narrative:
Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007. Product type extension: product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2007. Product type programmer: patient product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007: product type extension: product ID: 37752, serial #: (B)(4), implanted: (B)(6) 2007. Product type recharger: product ID: 377645, lot# v009692, implanted: (B)(6) 2007. Product type lead: product ID: 377645, lot# v011337, implanted: (B)(6) 2007. Product type lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received (B)(4) 2019. It was reported cautery/electrocautery compatibility guidelines were requested. The patient reported they had a thyroid biopsy and when it was done she could not turn her ins back on. Caller states she met with a manufacturer representative (rep) and resolved this event. No additional information was provided.